Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgment occurred. During prep, the 3.0x24mm liberte' stent came off the balloon. The procedure was completed with another liberte' stent. No patient contact occurred, therefore no patient complications occurred.

Manufacturer narrative:
He returned product included the stent delivery system (sds), bi-tube and product mandrel. The bi-tube and the product mandrel were not attached to the sds. The stent was still on the stent delivery system but was damaged. Visual, tactile and microscopic examination of the device was performed. The only damage noted was to the stent. The stent was stretched distally approximately 1cm post the distal markerband and moved past the proximal markerband approximately 0.5cm. There was no evidence of manufacturing defect of anomaly within the manufacturing records reviewed for the reported batch. It was not possible to determine how or when the stent became damaged and it was stated that the device was not used in the procedure. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined; therefore, the most probable root cause will be documented as handling damage, due to the handling of the device without patient contact either during the clinical procedure or unpacking/preparation.